Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, when at the beginning of the procedure, the hemostatic valve was leaking blood. The sheath was removed and replaced, and the procedure was completed with no patient consequence. The surgery was delayed by 3 minutes. Additional information was received indicating that there was no visible damage to the hemostatic valve, just continuous dripping of blood. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 60000175 number, and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 24-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, when at the beginning of the procedure, the hemostatic valve was leaking blood. The sheath was removed and replaced, and the procedure was completed with no patient consequence. The surgery was delayed by 3 minutes. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage observed on the valve could cause the leak issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, when at the beginning of the procedure, the hemostatic valve was leaking blood. The sheath was removed and replaced, and the procedure was completed with no patient consequence. The surgery was delayed by 3 minutes. Additional information was received indicating that there was no visible damage to the hemostatic valve, just continuous dripping of blood. The hemostatic valve did not become dislodged inside or outside the hub. The brim cap/hub did not detach from the sheath. No air entered the patient¿s body. The amount of blood lost was ¿approximate smaller volume, in ml between 5ml. The vanine was immediately changed and the problem was solved.¿ a fnd01906 heart span needle was used.